Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci si prostatectomy procedure on (B)(6) 2010. The legal document alleges that the patient developed post-operative complications of urinary incontinence and a hernia.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(4) 2010. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries including urinary incontinence and a hernia after undergoing a da vinci si prostatectomy procedure. However, at this time, the cause of the patient's injuries is unknown.